Manufacturer narrative:
Section d10 device available for evaluation? Yes. Section d10 returned to manufacturer on: 8/21/2020. Section h3 device returned to manufacturer? Yes. Device evaluation: the product was received at jjsv uppsala for further evaluation. A visual inspection was performed and the reported white particle could not be found. The reported event could not be confirmed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a. Healon is not an implantable device. If explanted; give date: n/a. Healon is not an implantable device; therefore, not explanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the healon was injected into the eye the operation team saw something white twice. It was aspirated out of the eye but could not be stored. There was no patient injury. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.